Manufacturer narrative:
This report is submitted on december 29, 2016, by cochlear limited on behalf of (B)(4). Exemption number e2016011. - attachment: [68047 device analysis report.pdf]

Event description:
Per the patient's audiologist, the patient developed a post operative infection and was subsequently treated with oral antibiotics for a duration of six weeks. The patient reportedly developed an infected stitch abcess that required drainage on (B)(6) 2016. The patient's wound was dressed and treated with topical antibiotics. On (B)(6) 2016, the patient developed fluid at the surgical site, which was subsequently drained and topical antibiotics were applied. On (B)(6) 2016, recurrent subcutaneous fluid was drained by the patient's physician, and topical antibiotics were applied after the procedure, aswell as on (B)(6) 2016. On (B)(6) 2016, the patient underwent a procedure to further drain at the implant site. Cultures returned positive for infection, resulting in the decision to explant the device. Subsequently, on (B)(6), the receiver stimulator was explanted and the electrode array was left insitu to preserve the cochlea. The patient has not been reimplanted, as of the date of this report.

Manufacturer narrative:
This report is submitted on april 21, 2017.